Event description:
It was reported that there was a device electrical reset and device alert tones triggered. The device showed normal operation. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. On (B) (6) 2010 at 13:15:26, the device recorded a write to locked ram por.